Event description:
According to the rptr: after the device was fired, it was not possible to disconnect the anvil and the instrument. The device was rotated four and a half turns, but an extra half turn was necessary. The airtightness test was ok and the donuts look good however, there was a breakage five days after the operation.

Manufacturer narrative:
(B)(4). This report submitted with correct registration site. Please reference 3006451981-2010-00005 initial and supplemental reports.